Event description:
The customer reported that while the iabp was in use on a pt, the iabp would not register EKG. They pressed start, but the iabp did not start pumping. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
Mgr of compliance spoke to biomed and was told that the iabp was tested and functioned normally. Ref: (B)(4).